Event description:
It was reported that the user announced and consumed a typical breakfast of hard-boiled eggs and bread, after which blood glucose rose to 280 mg/dl and then trended down to 249 mg/dl, with no device alarms or indications of a device or use problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was characterized as an adverse event without an identified device or use problem; the device component could not be further classified due to lack of an appropriate term. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.